Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 48 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-7040a, mmt-399a, mmt-332a, mmt-1884l. The customer was using the auto mode/smartguard feature at the time of the event. It was unknown whether the customer was using the pump within 48 hours before the event. The carelink reports and did see that the pump was delivering her basals, but there was one day. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-399a. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No communication with guardian link transmitter properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thump software. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit was not confirmed for possible high bg¿s / under delivery anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.